Event description:
It was reported that during an unspecified surgical procedure, it was observed that staples were not deployed when used on the circumaortic left renal vein, with section between the 2 theoretical stapling sites. There was hemorrhage ¿ 600 ml. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Please see picture. All staples are well formed (b shape) but they all stayed stuck to the reload and none were applied to the vessel. How was the bleeding controlled? (Please refer to the attached mail) told me yesterday that he thinks the ¿natural pressure from the aorta¿ controlled the bleeding at first, he then applied clips proximally and on the vein of the removed kidney he used sutures (see picture of the kidney, no staple on the vein). How much blood was lost (ml)? He said it was minimal. Did the patient require a transfusion? No. Could you please provide more details about the type of oozing? Right after firing, they noticed a mild bleeding and realized that no staples were applied. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. The following information were inadvertently missed on section h11 on the initial report: additional information was requested, and the following was obtained: - description of problem: staples not deployed when used on circumaortic left renal vein, with section between the two theoretical sites [illegible] consequence: 600 ml hemorrhage. - equipment breakdown yes no . - faulty or inadequate material or supply. If it does not meet clinical needs, please specify in what way if it usually meets needs but did not this time, please specify why staple not deployed on a section of the cartridge. - implication(s) for recipient(s) and/or staff: [blood] loss of over 600 ml. - how did you solve the problem? Used additional stapler.